Event description:
It was reported that the customer received a continuous glucose monitor error 42. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received. There was no reported adverse impact to the customer.